Manufacturer narrative:
Eval summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. A sample was not returned because there was no harm caused by this problem and the shunt has remained in the eye. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the mfrs release criteria. Because a sample was not returned, the root cause cannot be determined. There has been one similar complaint reported in the lot number. Additional info has been requested.(B)(4).

Event description:
A surgeon reported that one month following a glaucoma filtration device implantation, the shunt was noted to be touching the iris. The pt also experienced postoperative hypotony following the procedure. The device remains implanted in the pt's eye. Additional info has been requested.